Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient informed the np (nurse practitioner) that they were accidently scratched neat the pump pocket by their puppy ((B)(6)). This occurred on (B)(6) 2014. The patient presented to the pain clinic with redness at the pump pocket site (abdomen) and tracking to their right side. In addition the patient had a fever. The np and the hcp believed this was the cause of the infection and that it was unrelated to the device or surgical technique.. The patient received antibiotic treatment. The pump and catheter were explanted. The pump was used to deliver morphine. Additional information later reported the pump was removed (B)(6) 2014. Additional information later reported that perioperative antibiotics were administered. The patient had presented to the clinic on (B)(6) 2014. The pump had not been refilled as initial implant (B)(6) 2014. The patient had experienced fever, redness, swelling and pain. The primary location of the infection was indicated as the device pocket. A culture was obtained from the device pocket. The patient received IV antibiotics and the total device system was explanted. The risk factors the patient had before implant was indicated as cancer. The patient outcome was noted as infection resolved.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Per the patient, approximately 3 weeks after implant, she ¿got (B)(6)¿; she thought she got it from the hospital. The pump was delivering morphine and another drug; but the patient couldn¿t remember the name of that drug, but stated that ¿it worked fine.¿